Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation was performed. Visual and stereomicroscope inspections of the sample confirmed the presence of a single fiber, 1.8mm long and found between the inner pouch and outer pouches. It was not in contact with the device. The sample was forwarded to baxter r&d (B)(4) for analysis; polarized light microscopy indicated that the particulate was identified as cotton. Batch review was performed and baxter synovis indicated that tier ii and tier iii batch records were reviewed; all specifications and requirements were met prior to release of the product. Per baxter synovis, this product is inspected for foreign matter at three (3) points during the manufacturing process. No manufacturing issue was found as the origin of this complaint. The source of the foreign matter cannot be determined. (B)(4) was closed and found to be effective for this issue. Baxter synovis continues to monitor this complaint issue. No trend was identified. Since the manufacturer's investigation indicated that the particulate matter was found in a different location (between the inner and outer pouches, and it was not in contact with the device,) than initially reported, a follow-up assessment was required. Baxter follow-up medical assessment: sterile product is not bacteriologically contaminated. The particulate matter is not in contact with the device and cannot be introduced in the vascular system. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. This complaint will be kept on record for trending purposes.

Event description:
It was reported by a distributor from japan that particulate matter was found in the inner pouch during their receiving inspection. No patient or user injury reported.